Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump reported low battery alert. The customer's blood glucose level was unknown at the time of the incident. No further details given. Pump will be return for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, and the displacement test. Low battery alarm and power error alarm are confirmed in the long trace file. Detailed trace analysis confirmed the insulin pump alarmed low battery and then alarmed power error was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. No unexpected replace battery now alarms noted. Insulin pump was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.